Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer tubes were underfilling. On wednesday, sept 28, 2022, these tubes were underfilling. It took 4 tubes to get one to fill properly. We realize it is close to the expiration date, but it was not out of expiration.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-07. H.6. Investigation summary: bd received 11 samples from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because product is expired. There ae no previous complaints for the issue of underfill related to this batch therefore, retention testing was not conducted. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer tubes were underfilling. On wednesday, (B)(6) 2022, these tubes were underfilling. It took 4 tubes to get one to fill properly. We realize it is close to the expiration date, but it was not out of expiration.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.